Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9. Additional information: h3, h6. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. One opened sample of product code vcp1442h was returned to ethicon for analysis. Upon initial inspection, the sample contained three needle suture pieces. During visual inspection of the returned sample, marks were observed on the body needle and the suture was noted to be damaged. In addition, body fluids were pointed out along the strand and damaged on the surface. However, due to the condition of the suture returned, the reason causing breakage suture could not be determined. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The suture broke when sewing in an unknown surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.